Event description:
A pt was implanted in (B)(6) 2010, with a uss construct a t10-ilium. Post operatively the pt returned to the surgeon and an examination revealed a non-union at l5-s1 and broken rod at left l5-s1. The pt was returned to the operator room on (B)(6) 2012, for revision. All hardware was removed and the construct was extended two levels t8-ilium due to hyperkyphosis. The pt was re-implanted with a uss dual opening construct with allograft at t9-t10 and a syncage curved spacer with autograft at l5-s1. This report is # 26 of 50 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a number.